Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system became unresponsive where functionality could be restored by a hard restart of the system. The representative reported that the self restarting issue could not be replicated. At a later date, a separate medtronic representative reported that the fan for the computer was cycling power and the monitor displayed that no input was detected. A replacement computer was shipped to the site but confirmation of replacement has not been provided.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system restarted without prompt from the user. It was reported that the site was navigating when the reported issue occurred. The site then re-registered the patient and the reported issue occurred again. The site then elected to complete the procedure with a separate medtronic navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The anomaly was reported to be consistent with a behavior documented in the medtronic navigation software anomaly tracking database. However, confirmation of addition to the database has not been provided.